Event description:
It was reported that during an avrt/wpw procedure, the patient had hypotension and the physician stopped ablation. Transthoracic echocardiogram was performed and it confirmed a small effusion. The case was aborted. The reporter stated that there was no medical intervention administered and the patient was transferred to the ICU for observation. The patient had a pfo (patent foramen ovale) and copd (chronic obstructive pulmonary disease). The patient was under anesthesia for a couple of hours. The physician's opinion regarding the causality of the event is possibly procedure related.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. Concomitant products: carto 3 system us: catalog #: fg540000 serial #: (B)(4), stockert 70 system us: catalog #: s7001 serial #: (B)(4), coronary sinus catheter us: catalog and lot number: unknown; webster 8 pole us: catalog and lot number: unknown. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an avrt/wpw procedure, the patient had hypotension and the physician stopped ablation. Transthoracic echocardiogram was performed and it was confirmed a small effusion. The case was aborted. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.